Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed residue was present on the stabilizer (positioner) and guidewire to indicate prep/ handling. From a visual evaluation, it was found that the suture with the stopcock key had broken/detached from the device and was not returned. The stent, stabilizer and guidewire were intact with no other issues. Examining the stent device, the suture holes at the proximal curl were also found to be intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Complaint reportable based on additional information received (B)(6) 2011. It was reported that during preparation "the connecting wire of the flexima (B)(4) w/glidex was cut off". Additional information revealed that the suture had been cut. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.